Event description:
Injury was left subtrochanteric femur fracture above a previous distal femur plate.

Event description:
The surgeon implanted a lcp proximal femur plate on (B)(6) 2012 to fixate a periprosthetic fracture proximal to a dcs condylar plate. The surgeon noted that there appeared to be a good bone healing formation based on x-rays taken on an unknown date 2 weeks ago. The surgeon gave the patient permission to begin weight bearing. The patient presented to the emergency room after a fall during the past weekend complaining of pain. Examination showed the lcp proximal femur plate broken at the point it overlapped the dcs plate. The surgeon returned the patient to the operating room to remove the proximal femur plate. The surgeon also removed all screws from the dcs plate with the exception of the dcs lag screw. The surgeon reamed the femoral canal and implanted a zimmer antegrade femoral nail.

Manufacturer narrative:
Device used for treatment.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. DHR review found nothing that would cause or contribute to the reported incident. All released subject product met visual and dimensional acceptance requirements throughout manufacturing.